Manufacturer narrative:
The reagent lot number was 799758. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable low probnp results from the cobas e411 rack analyzer. The initial result was <10 ng/l and the repeat result was 2651 ng/l.

Manufacturer narrative:
There was an allegation of additional patient samples with questionable low probnp results from the cobas e411 rack analyzer. On (B)(6) 2025, patient sample 2 initial result was <10 ng/l, and the repeat result was 16049 ng/l. On (B)(6) 2025, patient sample 3 initial result was <10 ng/l, and the repeat result was 1348 ng/l. On (B)(6) 2025, patient sample 4 initial result was <10 ng/l and the repeat result was 286 ng/l. The investigation is ongoing.

Manufacturer narrative:
The field service engineer noted that there were several sample liquid level detection (lld) related alarms. He cleaned the instrument and replaced the sample/reagent probe. The investigation determined that the service actions resolved the issue.